Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's blood glucose level went down to 87mg/dl now going back up when she switches from the insulin drip back to the insulin pump. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose. Customer also reported that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with displacement test and test did pass. The insulin pump will not be returned for analysis.